Event description:
The report stated that the jaw of the ligasure v handpiece was defective. The customer reported that nothing disengaged from the instrument and that the pt was not injured. During visual examination of the incident device at covidien lp (formerly valleylab), it was discovered that the jaw pin hinge was missing.

Manufacturer narrative:
The returned device was found to be missing the jaw hinge pin. Corrective action has been taken to mitigate this failure mode. The incident device was manufactured prior to the corrective action. The site was contacted and asked to follow-up with the pt due to the missing jaw hinge pin. If add'l info is obtained from the site, a follow-up report will be submitted.